Event description:
It was reported that during the implant procedure, there was resistance observed with the low-voltage pacing lead when crossing the sheath. The lead could not be rotated. The delivery catheter was replaced. No patient complications have been reported as a result of this event.